Event description:
The customer reported that the pt went for a diagnostic angiogram. The dr deployed the vasoseal but does not recall the kit size. The pt complained 2-3 days later of swelling and tenderness. On monday 11/23/1998 the pt reported to the emergency room and an infection was confirmed. The blood cultures were taken and the results were negative. Site cultures were not taken due to antibiotics being on board prior to culture and dr chose not to probe site. Pt placed on intravenous antibiotics. No further complications. Dr stated pts relative who is a nurse took the bandage off possibly prematurely to inspect the site and that was the possible source of infection.